Event description:
A surgeon reports a pt developed endophthalmitis following cataract surgery. On postoperative day one the pt's uncorrected visual acuity was 20/40. Three days later, the pt's visual acuity became worse and by postoperative day five, the pt was not able to see. Cultures were taken and results were positive for gram+staphylococcus. The pt was treated with antibiotics and on her last exam, visual acuity was improving. The surgeon feels she has a good prognosis with continued treatment. The surgeon does not know what the source of the infection was. He does feel something may have been introduced on the intraocular lens prior to insertion.

Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. The device remains implanted. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints received for this lot number.